Manufacturer narrative:
(B)(4). Batch # n5404j. The analysis results showed that the cs40b device was received in good visual condition and with five reloads present. The reloads (b and c) were received fully fired. The reloads (d, e and f) were received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reloads (d, e and f) and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy procedure, the device wouldn't fire staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.